Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump alarmed repeatedly as he attempted to prime. The customer then stated that he was taken to the hospital due to low blood glucose levels. The customer stated that his blood glucose reading was 28 mg/dl when the paramedics arrived. Unable to troubleshoot the insulin pump, due to the alarms. Nothing further was reported.